Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a valid temperature alarm when outside on a hot day. The alarm re-occurred multiple times and the customer was unable to resume insulin delivery. Blood glucose (bg) level was impacted (400 mg/dl) and was addressed via manual injections. It was confirmed that the customer had manual injections available for alternate insulin therapy until replacement pump is received.